Event description:
It was reported that pump displayed cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, inspected cartridge o-ring and pneumatic tap area, cleaned pump, reattached cartridge securely, and then followed on-screen instructions to complete load process, after which customer successfully resumed insulin delivery.